Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A friend or family member of the patient reported an elective replacement indicator (eri) message on the patient programmer (pp) as of (B)(6), with the pp reading on. A dissatisfaction with the implantable neurostimulator (ins) longevity was alleged as the patient thought it would last 5-7 years. Follow up with the healthcare provider (hcp) is to be conducted. There were no symptoms alleged. The patient's indication for implant is other movement disorders.